Manufacturer narrative:
This incident could not be confirmed. It was submitted anonymously on the cynosure web inquiry form. Neither patient or doctor could not be contacted. It was noted that doctor that diagnosis the condition is not the doctor that had performed the treatment. Patient is currently under the care of a new physician. If additional relevant data becomes available a follow up report will be submitted.

Event description:
It was reported that a patient experienced agglutination on the vagina area and her cervix is no longer visible following a treatment with smartxide2.